Event description:
The blade collar was falling off. A second device was obtained to complete procedure.====================== health professional's impression======================unknown====================== manufacturer response for gynecare x-tract morcellator, gynecare x-tract morcellator======================manufacturer provided rga# and shipping container for product return evaluation.